Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported issue with 'up arrow' button, it had to press may times to respond. The customer reported blood glucose value of 135 mg/dl, and the hyperglycemic event was treated with manual injection/insulin pen. The event involved product(s) unk_reservoir, unomedical, mmt-1884. Troubleshooting was partially performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for keypad anomaly. Pump screen was scrolling without input from user and pump has not been exposed to altitude change. Customer was advised to replace the insulin pump. No further patient complications were reported. No product return is required for unk_reservoir, unomedical. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump was received with a critical pump error (open book image). Unable to verify if the up keypad button must be pressed several times to get a response and unable to perform the self test due to the critical pump error (open book image). Attempt to upload using thump was successful. The adapt tool confirms pump error 3 (filenumber = 2002, linenumber = 1541) under the error log fault number field. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report that he/she must press the up keypad button many times to get a response was unable to be confirmed during testing. According to the software r&d pump analysis log, the critical pump error (open book image) and pump error 3 (filenumber = 2002, linenumber = 1541) fall under the ipc problems group which are hardware errors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.